Event description:
It was reported that during a procedure, the fiber did not give light and only two spirals could be seen. The procedure was completed with another fiber. No patient complications were reported. Analysis of the returned device identified a fiber connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported fiber not turning on event as analysis identified a fracture within the sub miniature a (sma) connector. When connected to the laser console, there was no light present from the sma connector, indicating that there was a fracture within the connector. Fracture within the sma connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The fiber connector may develop a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. This internal connector fracture likely caused the connector to overheat leading to burn mark on the connector face. The IFU states: do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. In the event of no output energy fiber connector may be hot to touch. Ensure that the distal end is intact and that the sma connector is clean. Caution: do not use any lighttrail reusable laser fiber with damaged distal end or damaged sma connector. Avoid touching the exposed connector end. Additionally, the IFU states, in the event of no output energy fiber connector may be hot to touch. Ensure that the distal end is intact and that the sma connector is clean. Caution: do not use any lighttrail reusable laser fiber with damaged distal end or damaged sma connector. Avoid touching the exposed connector end. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.